Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -8.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed. There was no patient injury. On (B)(6) 2022 a replacement lens of the same length/model was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).